Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported patient's ipg became inoperable following an unrelated procedure wherein surgery mode might not be enabled. Additionally, the s1 lead was dislodged during the procedure; however, investigation was unable to identify which lead. Surgical intervention may be pending to address the issue.

Event description:
It was reported in addition to the ipg being inoperable following an unrelated procedure, both patient's s1 leads were also dislodged. As a result, patient underwent surgical intervention on (B)(6) 2025, wherein the system was explanted and replaced to address the issues. Therapy was restored post-op.

Manufacturer narrative:
A patient's ipg stopped communicating/ is inoperable was reported to abbott. The patient underwent an unrelated surgery and it¿s unknown if the patient's ipg was placed into surgery mode. It was also determined both patient's s1 leads were dislodged. As a result, patient underwent surgical intervention wherein the system was explanted and replaced to address the issues. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.